Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the last 4 expedium surgeries, there have been 3 incidences in the last month where the screw tip broke off during screw insertion. Three different surgeons experienced this. Drs. (B)(6). This complaint is to report the instance with dr. (B)(6).